Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation. The patient's doctor stated that the irritation was a yeast infection. The patient doctor prescribed the patient clotrimazole cream for the irritation. During a follow up call, the patient stated that the infection had not improved.